Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection by olympus customer service, olympus found foreign material underneath the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The user facility did not use a maj-1888 for cleaning the distal end of the device, but used mh-507 only. The field service engineer recommended the user facility to use a maj-1888 for cleaning. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that the reported phenomenon was attributed to the improper reprocessing of the subject device by the user.